Event description:
The hcp reported that the pump was "overinfusing." At the last two refills, expected reservoir volumes were 4 ccs and 3 ccs; actual was 0 ccs. The refill previous to those, the expected reservoir volume was 7.6 ccs; actual was 1.8 ccs. The patient is not experiencing any adverse events from the possible overinfusion. The patient is going through court ordered drug rehab and is unable to take oral meds. The hcp suspects that the patient is accessing the pump reservoir. He is reluctant to fill the pump with preservative free normal saline as the patient may go through withdrawal.